Event description:
It was reported that a faradrive steerable sheath during procedure to treat a persistent atrial fibrillation (a fib) using a non-bsc catheter (which are considered off-label), presented blood in the sheath. Bleed back was observed from the faradrive valve when mapping with the non-bsc mapping catheter. Upon removal of non-bsc catheter, bleed back was no longer observed. Farawave was then positioned within the faradrive sheath and aspirated per IFU, no anomalies were noted. No bleed back noted when farawave was in the sheath. After ablation, the farawave was exchanged for the non-bsc post map validation. The sheath was aspirated per protocol and no anomalies were noted. During post mapping with the non-bsc, the valve had bleed back slightly worse than before. To solve the issue the device was replaced, and the procedure was completed successfully without patient complications. The device has been returned for analysis.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat a persistent atrial fibrillation (a fib) using a non-bsc catheter (which are considered off-label), presented blood in the sheath. Bleed back was observed from the faradrive valve when mapping with the non-bsc mapping catheter. Upon removal of non-bsc catheter, bleed back was no longer observed. Farawave was then positioned within the faradrive sheath and aspirated per IFU, no anomalies were noted. No bleed back noted when farawave was in the sheath. After ablation, the farawave was exchanged for the non-bsc post map validation. The sheath was aspirated per protocol and no anomalies were noted. During post mapping with the non-bsc, the valve had bleed back slightly worse than before. To solve the issue the device was replaced, and the procedure was completed successfully without patient complications. The device has been returned for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.